Event description:
It was reported that the catheter wrapped around the wire. The catheter was prepped and inserted as normal. During pullback the catheter wrapped around the wire. Catheter removed and new catheter and wire opened and used to complete procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).